Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reports that they are having issues with the ins and thinks it needs to be replaced. It was further addressed by stating that their pain is no being covered as it once was. The patient is having back, leg and hip pain. The patient noted that it's been several years where their body has been going downhill. The patient has tried increasing stim and changing groups but this did not resolve the issue. The patient also mentioned that they have been charging too frequently. The patient was instructed to follow up with their health care provider. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.